Event description:
This study case report was received from an investigator in (B)(6) on (B)(6) 2010 and refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(6). Additional information received on (B)(6) 2011 and (B)(6) 2012. On (B)(6) 2011 follow-up information received qualifies this case as an incident. Study description: study enquete success ii, essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure® permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). The patient's medical history included three children, diabetes, asthma and menstrual pain. The patient's concurrent condition included retroverted uterus, adenomyosis. Medication at time of consultation was combined pills. Her last menstrual period occurred on (B)(6) 2010. On (B)(6) 2010, essure was easily inserted. Both sides were visualized. Patient presented pain during and after procedure and also vasovagal syncope. Procedure was successful. Combination pill was used as back up contraception. Patient used postoperative analgesics. She presented postoperative effects like pain/ cramps and bleeding. On (B)(6) 2010, radiography was performed and inserts were symmetric, distance of proximal portions was < 4 cm and 4 markers were well placed. Ultrasound was also performed and inserts were seen from the cavity to the horn. On (B)(6) 2011, infected essure was reported, increased pain and increased bleeding/ menstrual periods. Hospitalization occurred in (B)(6) 2011. On (B)(6) 2012, patient stopped follow up due to hysterectomy. No further information was provided. Additional information received on (B)(6) 2015: ptc (product technical complaint). Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2015 for the following meddra preferred term: pelvic infection. The analysis in the global safety database revealed 06 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this study case report refers to a female patient who was involved in an observational company-sponsored study and had essure (fallopian tube occlusion insert) inserted. Upon one year follow up (2011), physician reported infected essure (interpreted as pelvic infection) which resulted in hospitalization. In 2012, hysterectomy was performed. The event infected essure is serious due to hospitalization and listed in the reference safety information for essure. Essure micro-inserts are supplied sterile and placed under hysteroscopic guidance in the proximal fallopian tube. However, as with all trans-cervical procedures, essure placement can cause infection due to a bacterial contamination during insertion. In this particular case, although temporal relationship between essure insertion and the reported infection was weak, since investigator related this event to the suspect device, company considers causality cannot be excluded. Since hospitalization and surgical intervention were required, this case is regarded as incident. According to product technical analysis, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
Follow up information received on 01-feb-2016: (B)(4). The patient developed right pelvic pain following insertion of essure inserts in 2010 (no treatment introduced at that time). Hysterectomy by vaginal route was performed in (B)(6) 2011 as well as cyst ablation due to persistent pain related to uterine adenomyosis. The pain was still persistent after hysterectomy and after removal of the two essure inserts, meaning that there was no relationship between essure or patient's uterus and pain. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-feb-2016 for the following meddra preferred term: pelvic infection. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this study case report refers to a female patient who was involved in an observational company-sponsored study and had essure (fallopian tube occlusion insert) inserted. Upon one year follow up (2011), physician reported infected essure (interpreted as pelvic infection) which resulted in hospitalization. In (B)(6) 2011, she was submitted to a hysterectomy due to persistent pain related to uterine adenomyosis. The events infected essure and pain are listed in the reference safety information for essure. Essure micro-inserts are supplied sterile and placed under hysteroscopic guidance in the proximal fallopian tube. However, as with all trans-cervical procedures, essure placement can cause infection due to a bacterial contamination during insertion. In this particular case, although temporal relationship between essure insertion and the reported infection was weak, since investigator related this event to the suspect device, company considers causality cannot be excluded. Regarding the remaining event, based on the proven alternative explanation provided (adenomyosis) and since patient's pain persisted after the hysterectomy and removal of essure; causality with the suspect insert is considered unlikely. Since hospitalization was required, this case is regarded as incident. According to product technical analysis, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
Follow up information received on 02-mar-2016: the essure confirmation test three month post-placement was normal. The patient was operated. Anapathology and hysterectomy found glandular hyperplasia with no exceptionality and fibroma. There was no sign of infection. In the same time, ovarian cystectomy was performed. In 2012, while the patient no longer had essure implants, pain episodes worsened. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 07-mar-2016 for the following meddra preferred term: pelvic infection. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this study case report refers to a female patient who was involved in an observational company-sponsored study and had essure (fallopian tube occlusion insert) inserted. Upon one year follow up ((B)(6) 2011), physician reported infected essure (interpreted as pelvic infection) which resulted in hospitalization. In (B)(6) 2011, she was submitted to a hysterectomy as well as ovarian cyst ablation due to persistent pain related to uterine adenomyosis. Only the events infected essure and pain are listed in the reference safety information for essure. Essure micro-inserts are supplied sterile and placed under hysteroscopic guidance in the proximal fallopian tube. However, as with all trans-cervical procedures, essure placement can cause infection due to a bacterial contamination during insertion. In this particular case, although temporal relationship between essure insertion and the reported infection was weak, company considers causality with essure cannot be excluded. Regarding the reported pain, based on the proven alternative explanation provided (adenomyosis) and since patient's pain persisted after the hysterectomy and removal of essure; causality with the suspect insert is considered unlikely. The reported ovarian cyst was considered as unrelated to essure, due to the mechanical/local action of the device into the fallopian tubes. Since hospitalization was required, this case is regarded as incident. According to product technical analysis, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated quality-safety evaluation of ptc received on 13-jun-2016: (B)(4). Per the ae events reported no manufacturing issues from the device were detected. No device was sent for inspection. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Device similar case listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 14-jun-2016 for the following meddra preferred terms: pelvic infection: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this study case report refers to a female patient who was involved in an observational company-sponsored study and had essure (fallopian tube occlusion insert) inserted. Upon one year follow up ((B)(6) 2011), physician reported infected essure (interpreted as pelvic infection) which resulted in hospitalization. In (B)(6) 2011, she was submitted to a hysterectomy as well as ovarian cyst ablation due to persistent pain related to uterine adenomyosis. Only the events infected essure and pain are listed in the reference safety information for essure. Essure micro-inserts are supplied sterile and placed under hysteroscopic guidance in the proximal fallopian tube. However, as with all trans-cervical procedures, essure placement can cause infection due to a bacterial contamination during insertion. In this particular case, although temporal relationship between essure insertion and the reported infection was weak, company considers causality with essure cannot be excluded. Regarding the reported pain, based on the proven alternative explanation provided (adenomyosis) and since patient's pain persisted after the hysterectomy and removal of essure; causality with the suspect insert is considered unlikely. The reported ovarian cyst was considered as unrelated to essure, due to the mechanical/local action of the device into the fallopian tubes. Since hospitalization was required, this case is regarded as incident. The product technical analysis could not be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect.